Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 69 mg/dl on 8/29/2024; cause was unknown. Reportedly, the customer was found unconscious and was initially given narcan by paramedics. The customer was treated in the hospital with intravenous fluids of saline. Customer was discharged on 8/31/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.